Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) in a foreign clinical study that there was a defect in the implantable neurostimulator (ins) that required surgery. It was noted that there were connections problems between the lead and the ins. After reconnecting, the issue was resolved without any problems. The ins did not have to be replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.